Event description:
Account reported patient experience 3 diopters (farsighted) of overcorrection in left eye after treatment. Right eye has no issues. (B)(6) 2014 - post treatment patient presented with lids swollen and irritated. Complained of feeling like contact lens may have moved-foreign body sensation. Left eye feels fine. Right eye noticed with small amount of chemosis and mild injection (conjunctivitis) and bandage contact lens (bcl) was to tight. Left eye had mild injection and bcl was in good position. Patient instructed to use cold compresses and predforte tears as necessary. Right eye 20/200, pinhole 20/30+1. Left eye 20/50+2 pinhole no info. (B)(6) 2014 - improving and less pain. Right eye 20/30 pinhole 20/30. Left eye 20/40+2 pinhole 20/25+1.

Manufacturer narrative:
Pt age. Added age, and date of birth (B)(6) 1973. Pt gender. Added male. Date of event - (B)(6) 2014 date in statement is incorrect "(B)(6) 2014 - post treatment patient presented with lids swollen and irritated." Correct date is (B)(6) 2014. Source report. Added user facility. Placeholder.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. Account reported that they reviewed the planned treatment and nothing was found to be wrong with any calculations or the data from the laser. All pertinent information available to abbott medical optics has been submitted. Placeholder.